Event description:
The manufacturer received information alleging that during patient use of the trilogy evo, japan device, a "ventilator inoperative" alarm occurred. "The device was switched to standby after removing the mask during suction. Hot was also used simultaneously, and during standby, hot continued to flow. The patient's spo2 temporarily dropped to 60%, and the ventilator was attached to the patient again after suction, then the spo2 recovered". The patient fully recovered from the symptom on the same day. This incident has been assessed by the clinical expert as a serious injury. During the evaluation of the trilogy evo, japan device at the manufacturer's service center, the complaint was confirmed. An evt_mach_flow_drift_high error indicating a ventilator inoperative was discovered in the device's event log. The technician recommended replacing the device's flow sensor to address the issue. The flow sensor was replaced. The expected completion date is (B)(6) 2025. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.